Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which a damaged battery occurred was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which a damaged battery occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.